Manufacturer narrative:
The sample was received for investigation. The customer's high results were reproduced during the investigation. The sample was investigated further where an interfering factor against the idiotype of the monoclonal antibody component of the reagent was confirmed. This caused the high ft3 iii results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed wako method. The sample was submitted for investigation where discrepant results were also identified for ft3 iii between the customer¿s e801 module, an e801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the abbott architect method. Refer to the attached data for the patient results and additional sample analysis performed by the customer. No questionable results were reported outside of the laboratory. The customer¿s e801 module was 17g9-06. The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation was 583301 with an expiration date of 28-feb-2023. The ft3 iii v2 reagent lot number used with the e801 module at the investigation was 611920 with an expiration date of 31-may-2023. The ft3 iii v2 reagent lot number used with the e411 analyzer at the investigation was 573234 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The sample was requested for investigation.